Manufacturer narrative:
Film evaluation results are: the source of contrast seen outside of the stent graft during implant procedure was possibly from a type IV transgraft endoleak caused by fabric porosity, or a type ii endoleak from collateral vessels. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac¿s may have also contributed to the type IV endoleak. The exact cause of the reported right limb occlusion leading to severe claudication and pain could not be conclusively determined from the films provided. The films during the first secondary intervention, and films during the femoral-femoral bypass procedure which resolved the occlusion were not provided. From the films provided, the contra limb appears to be partially occluded. The occlusion started from ~20 mm below the flow divider, and flow resumed at ~ 6 cm below. No stent graft compression or kinks near the area of the partial occlusion was observed. The limb occlusion may have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. It was reported that the patient presented with severe claudication and had a right iliac limb occlusion. The physician performed an intervention endovascularly. However, the patient presented a second time with limb occlusion. The physician performed a femoral-femoral bypass and the occlusion and patient's pain were resolved. The physician cannot determine the cause of the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.